Event description:
It was reported that when the carton of product was received, they discovered the bottom of the carton was sliced. The last tray the customer removed from the carton had a slice in the white outer wrap. As a result, it was not used. There was no delay in treatment, no pt death and no complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.